Event description:
It was reported to philips that the xl+ device failed the therapy delivery test. There was no reported patient involvement. Philips field service evaluated the device onsite and it was determined that this was a malfunction of the therapy capacitor which was replaced. The device was returned to full functionality. The device remains at the customers site and no further evaluation is warranted at this time.